Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient underwent a revision approximately 6 weeks later due to periprosthetic fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.